Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the light guide cable buckled, the remote control buttons cracked, the lcb distal cover glass cracked, the lg connector deformed, the remote control buttons cut, the objective lens scratched, the electrical pin connector dirty, the distal body worn out, the segment worn out, the ccd drive pcb defective, the electrical pin connector defective, the insertion flexible tube lump/wave, the light guide cable lump/wave, the insertion flexible tube bump, the suction channel kink, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.